Manufacturer narrative:
Pt info: unk. 2 similar complaint type events were reported for units within the same lot. Lens was returned in vial, in liquid. Visual inspection found haptic torn. (B)(4).

Event description:
The reporter indicated that a mil13.7, -13.0 diopter, implantable collamer lens tore during loading with no patient contact. The back up lens was implanted within the same surgery. This resolved the problem. Cause of the event is reported as unknown.